Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil was deployed prematurely inside the patient. The target lesion was located in the mildly tortuous ovarian vein. A 8mmx20cm interlock¿-35 was selected to be used. During the procedure, an attempt to deploy the coil was made. However, resistance was noted and unable to push the coil out of the catheter. The physician attempted to retract the coil, but it was stretched and broke inside the patient. The coil was completely removed from the patient's body using a snare. The procedure was completed with another device. No further patient complications reported and patient¿s condition was stable.